Event description:
It was reported that the motor not running error while motor moves was found during testing. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 2/11/2025. H3: one device was returned for repair with complaint that the motor not running error while motor moves. No additional records found in service history. Review of event log found motor not running error. Duplicated motor rate error during occlusion testing. Probable cause of complaint is an overtightened leadscrew.